Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record was performed and there is no indication of a product issue. In this case, there was no reported device malfunction associated with the clip delivery system (cds). Based on the information available, a definitive cause for the reported patient effect of mitral valve stenosis could not be determined; however, it is listed in the IFU as known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The mitraclip remains in patient and will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed due to the elevated pressure gradient observed post implantation. It was reported that on (B)(6) 2020, the patient presented with mixed mitral regurgitation (mr) grade 4+ and a mean mitral valve gradient pressure of 4mmhg. One mitraclip was successfully implanted, reducing the mr to grade 1+. The mean mitral valve gradient pressure was at 6mmhg post-procedure. Due to the elevated gradient pressure, no further treatment was provided. There was no treatment given for the elevated gradient pressure. No additional information was provided regarding this issue.